Event description:
It was reported that during testing conducted at the manufacturer facility, a broken bur was found within the attachment. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The attachment was not returned to the user facility, as it is not a repairable product.